Event description:
Pt rec'd breast implants in 2000 and recently discovered they are not approved in the u.s. Or by FDA. She read on-line they are recalled in (B)(4). Pt is extremely upset and is experiencing pain in breasts, all joints, and major muscle groups. Pt went to the ER last (B)(6) thinking she was having a heart attack. Pt said she did not have one, but it was what led her to get the bone scan and mammogram. She has also been experiencing double vision, vertigo and migraines. She has seen neurologists, rheumatologists and her family doctor. Pt has been unable to work since (B)(6). She would like to find the doctor who implanted her. She is very upset.